Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the top collimator blades were not moving in and out as expected causing the collimator communication error. A buildup of goop was found on the blade tracks and it was cleaned to allow the blades to open and close correctly. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would not clear the "initializing collimator" after multiple power cycles of the system. There was no patient present when this issue was identified.